Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
Device analysis: the device was returned and investigation completed by product analysis on 14-may-2019 with the following findings: on investigation, all keypad buttons demonstrated intermittent unresponsiveness. Investigation duplicated the complaint. Contamination was found under the button contacts of all buttons. The audio bolus button was noted to be inoperable due to the button cover being lifted out of place and the underlying contact ¿slug¿ was missing. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Also unrelated to the original complaint, the pump had no audible sound due to cracked solder on the audio tone component inside the pump.